Event description:
It was reported that the device exhibited a "cassette not attached" error. The fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lcd lens, broken battery door, broken battery compartment, broken lemo connector pin, and dirty housing. 'Cassette not attached' errors were found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the contaminated dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.